Event description:
It was reported that the patient underwent an uneventful sling procedure in 2004. At the 6 week post-op check up the patient presented with some neurologic symptoms, specifically left lateral calf numbness, left foot numbness and posterior thigh numbness and pain at times-intermittently. Patient has seen a physiatrist who told pt it might take 6-12 months to improve. Patient was prescribed topomax 50 mg po qhs, which seemed to control their symptoms. The topomax was recently increased to 75 mg due to breakthrough pain at the 50 mg dose.